Event description:
It was reported that the lead had to be replaced by another lead from the same reference due to positioning difficulty. The lead was not implanted. There was no patient injury; however, it was indicated that the patient recovered with sequela.

Manufacturer narrative:
Stylet lot # unknown. Analysis of analysis of the lead model 3389s-40, lot # v787203. Found no significant anomaly. The proximal end was stretched. Analysis of the quad-lead handle straight tip stylet found no significant anomaly. The stylet wire was bent in separate locations when received for analysis. It cannot be concluded when the bends occurred.